Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #19 had a fractured hex mount. Hex from fixture mount broke off in implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle cover screw with signs of use, apparent dried blood was observed attached to the implant's inner threads. The alleged fractured mount was not returned for evaluation. Additionally, the implant engaged and disengaged from the returned bundle cover screw as intended during a functional test. No apparent malfunction was identified with the implant. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1281078. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1281078 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture mount¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are incorrect techniques used during placement / excessive torque. Therefore, based on the available information, and functional testing the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.